Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient's neurostimulator implanted for non-malignant pain and degen disc disease/herniated disc pain. Patient reported there was something wrong with their stimulator and clarified this to mean that they had a return of target pain. It was reported that they patient could feel stimulation in the same area but when they turned it up or down they had no pain relief. The patient was reportedly using group c at 5.8 volts. No trauma or falls were reported.